Manufacturer narrative:
Other applicable components included: product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphine(10 mg/ml, 7.7 mg/day) via an implantable infusion pump for the treatment of spinal pain and other chronic/intract pain(trunk/limbs). It was reported that the hcp was performing a normal pump refill on (B)(6) 2018 and has changed the concentration of the medication. The programmer showed "catheter volume is 0 which is outside parameters" when she was programming for bridging bolus. The programmer showed that 0.1 cm (89 cm - 88.9 cm) of catheter was implanted. It was stated that the device manufacturer representative has accidentally put in the amount implanted into the amount removed section and therefore making the implant length/volume incorrect. The hcp would follow up with the hcp who implanted the pump in order to find out the true length/volume of the catheter. No further complication was reported.